Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3004608878-2019-00152.

Event description:
This is 2 of 2 reports. A customer reported that the a1059 mayfield modified skull clamp had a mechanical-unintended movement on (B)(6) 2019 . The device was in contact with the patient and there was patient injury. Additional information was received on 06/13/2019 and 06/17/2019 indicating that during a neuro/spinal surgery, the mayfield headrest was secured to the patient¿s head. The clamp was engaged with 60 pounds per square inch (psi). The patient was turned prone onto the jackson spine top table. During positioning, the locking mayfield headpiece slipped, causing the position of the mayfield to shift. The rotation lock on the mayfield head clamp rotated a few degrees when positioning the patient. Rotation was only a few degrees and then stopped, as if one "tooth" on ratchet mechanism was slipping. The patient had to be turned back onto his bed. The mayfield headpiece was removed and another headpiece (second a1059 mayfield modified skull clamp) was pinned to the patient¿s head. Once again, as the patient was being positioned, the locking part of the headpiece slipped out of position and the mayfield headrest had to be repositioned while the patient was in the prone position on the operating table. It was reported that the patient had cervical stability. There were no observed bad outcomes for the patient other than he had to be removed from bed to the operating table and additional surgery time.

Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Preventative maintenance and cleaning required at this time. The reported complaint was not confirmed. Root cause was unknown. Most probable root causes outlined in the risk management file: worn/degraded device (wear and tear), incorrectly assembled device, device out of specification / calibration, improperly tested/inspected device , improper technique used during procedure, inadequately maintained device used for procedure, off-label use of device during procedure (user error), device used with incorrect/unauthorized devices/accessories for procedure, improper maintenance.

Manufacturer narrative:
The device was not released for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record review showed no abnormalities related to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot/work order number.